Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming pulse test) has been confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming pulse testing.